Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient had high impedance and a lead fracture is suspected. The patient had their device disabled. X-rays were taken and did not show a lead fracture. X-rays have not been provided to the manufacturer for review. Good faith attempts for more information have been unsuccessful to date.